Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook instrument wires were found broken at the wrist. Site didn¿t replace the instrument because this occurred at the end of the procedure and the surgeon didn¿t need this instrument for this procedure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the reporter to obtain additional information. However, no further details were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint of a broken wire. The pch instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause for the broken pitch cable was found to be a component failure and related to device design. A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log for the permanent cautery hook (pch) instrument (part# 470183-14/lot# n102007270190) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system (B)(4). The instrument had 5 remaining usable lives with no subsequent use recorded. No image or procedure video was provided for review. This complaint is being reported because this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.